Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly healed. The recipient is using the device. Additional treatment details will not be provided. This is the final report.

Event description:
The recipient reportedly experienced swelling at the implant site. The recipient underwent a drainage procedure.